Event description:
It was reported the dressing will not adhere to skin because it has no stick on. No harm or injury was reported due to this case. No delay. No samples are available for investigation.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Without return of the actual product we cannot further investigate or confirm the reported failure or try to determine a root cause. Based on the investigation with the available information, the cause for the complaint is inconclusive. If the product is returned, we will re-open the investigation. No further action is been taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that 3 of the last dressings will not adhere to skin. No harm or injury was reported due to this case. No delay. No samples are available for investigation.